Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the tip of the instrument broke during a procedure. The tip was removed using a suction tube. There was no surgical delay in excess of 30 minutes and no injury to the patient.

Manufacturer narrative:
The product was returned for an evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed moderate signs of wear including minor scratches along the length of the instrument and a fractured tip on one end of the instrument; therefore the complaint is confirmed. The most likely cause was determined to be excessive force. The non-conformance database was reviewed in the evaluation and no non-conformances were found. According to the evaluation, there are no indications of manufacturing defects.